Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).

Event description:
During a meniscal repair, the knot did not slide after both t's were placed. Sutures were cut and t's remain in the pt. A back-up device was available.